Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned and the reported was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that connecting tube was not locked properly, and the user performed reprocessing while the connecting tube was not connected. User can detect the event by conducting the inspection below. Preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connecting tube did not lock on properly to the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.